Event description:
Total hip replacement revision due to loosening and pain. The surgeon removed and replaced components. Primary procedure occurred on (B)(6) 2009 at same hospital..

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Total hip replacement revision due to loosening and pain. The surgeon removed and replaced components. Primary procedure occurred on (B)(6) 2009 at same hospital. No other info available. Explants have been sent to hospital biomedical department. Update - (B)(6) 2014: the product specialist has confirmed that it was the femoral component that loosened and the surgeon revised the cup as he felt it was malpositioned. The devices associated with this report were not returned. A review of the device history records for the provided product and lot combinations did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.